Event description:
It was reported that during the implant procedure, the left ventricular lead was unable to be implanted, due to the patient¿s anatomy. The lead was not used. Another lead was implanted successfully. The patient¿s condition was stable during the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.